Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a no delivery alarm on the insulin pump. Customer's blood glucose is 421 mg/dl. Customer stated that he has an expired insulin pen as his back-up plan. Customer treated with the pump. Customer stated that the alarm just occurred during manual prime. Customer stated that the insulin did exit and the pump did not alarm no delivery during troubleshooting. Customer was advised that the pump was working as designed.